Manufacturer narrative:
The pod was received with the needle mechanism assembly not deployed. The pod data showed no alarms, though a dip in pulse widths was observed to have occurred at the same time as a failure to transition in the rotational sensor data, indicating that the hook talons failed to detent the ratchet gear and a drive stall occurred preventing further rotation of the ratchet gear. The drive stall that occurred at the end of second prime resulted in the firing flat not lining up with the release bar which would have allowed for deployment. The rerun replicated the drive stall and hook talons failure to detent the gear. Further inspection of the ratchet gear, hook switch, hook talons, and hook switch cups found no damages or deficiencies that would have contributed to the drive stall and failure to detent. The exact cause of the hook talon failing to detent the ratchet gear could not be determined. Though, it is confirmed that the root cause of the reported needle did not deploy event was the hook talon failing to detent the gear.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone16.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the needle did not move forward when the pod was activated and the cannula was not visible upon removal; this indicates a needle mechanism failure. The pod was not worn. As treatment, a new pod was placed. No impact to the patient's glucose level was reported.